Event description:
The customer contacted philips to report that there was a loss of ECG waveform with an ECG equipment malfunction message.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.